Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of missing single component, paste like, thixotropic adhesive (ke45) at forceps cover, chip on pink rubber glue and pin hole on cement traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasound gastrovideoscope was returned to the service center with a report of "leaking distal tip" which is not an MDR reportable event. However, during inspection of the device, the distal end ke45 adhesive at the forceps cover was observed missing. In addition, there is a chip on the adhesive of the probes pink cover, and a pin hole on the adhesive around the light guide lens. There was no patient involvement.